Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that when triggering, no x-ray image takes place, also restart without success. Review of the system log file shows that frontal image processing pc (ip-pc ) was malfunctioning. Upon functional testing, fse found that the error message ¿communication between fd controller and ip failed¿ and ¿post "frontal ip-pc" not done¿ error message. Fse found that image processing pc needs to be replaced. To resolve this issue, fse replaced allura has well clarity pc and hard disk drive (hdd) and did repairs. After replacement and repairs, system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that x-ray was not possible during the procedure. A restart did not resolve the issue and the patient was moved to another room. No harm has been reported. Philips has started an investigation of this complaint.